Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gel is peeling from electrodes.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned for evaluation however retained devices were inspected; the reported issue was not observed. All information received will be used for tracking and trending purposes and we will continue to monitor.